Manufacturer narrative:
UDI: (B)(4).

Event description:
Reportedly, the subject device was interrogated in the box and low battery voltage was observed with 85bpm. This device was returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was interrogated in the box and low battery voltage was observed with 85bpm. This device was returned for analysis.

Manufacturer narrative:
(B)(4). Preliminary analysis showed that the subject device underwent higher consumption than expected during a limited period of time while it was still in the box. However the rootcause could not be identified at this level.

Event description:
Reportedly, the subject device was interrogated in the box and low battery voltage was observed with 85bpm. This device was returned for analysis.